Manufacturer narrative:
(B)(4). Batch# r92n0p. Investigation summary : the device was received the upper jaw broken at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. However, due to the damaged at the jaw it is possible that this could have caused the reported issues. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the doctor had just started an open tah. The staff connected the device to the generator as usual. Once the case officially started and the surgeon was about to use the enseal and the device would not clamp properly on tissue and the energy was working. There were no patient consequences reported and the procedure was completed with an alternate like device.